Event description:
The manufacturer received information alleging a bipap a40 pro device was alarming for a ventilator inoperative alarm condition. Upon further review, this complaint has been deemed as a reportable event. There was no harm or injury alleged. The device has yet to be returned to the manufacturer for evaluation. The customer also complained the fan was loud and stayed on after shutdown. This issue would not affect the device's ability to deliver therapy as designed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The bipap a40 pro (eex3100s19) is substantially similar to the bipap a40 and will be reported in the united states under bipap a40, k121623.